Event description:
In 2003 at 2pm pt's family member reported the 5 fu cassette is empty. Pump still running. Res vol 30.8, rate 0.5 ml/hr. Family member reported no bubbles inline but bubbles in cassette. Rn sent to see pt arrived 5pm. Cassette was empty. Res vol read 29.6ml. Pump stopped, port flushed. Md notified. Per md resume 5fu the following day at 4pm.